Manufacturer narrative:
The complaint device was received and evaluated. The tip of the inserter is broken confirming this complaint. The broken part was twisted and worn. From past investigations, this type of failure can be attributed to exerting too much pressure on the device while using or dropping the device on the ground. Other than this possibility of occurrence, we cannot determine a root cause for this issue. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4) . Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the lot number is not available.

Event description:
Acl. Whilst attaching the sheath for the tibial fixation, the end of the inserter snapped off into the sheath and had to be retrieved. No loss of time for the surgery, and no negative impact to the patient in any way. I was not present, was reported to me by theatre manager.